Event description:
The customer reported that the insulin pump alarmed every time he primes and gets only two insulin drops. The caller mentioned being in the hospital for a knee surgery about three weeks ago. The blood glucose reading was 128mg/dl. Troubleshooting was performed, and the drive support cap was protruded. The caller stated that the end cap sticker was missing. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
The insulin pump was unable to prime during prime test due to protruded/loose drive support disk. No alarm noted. The insulin pump had a missing end cap sticker and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.